Manufacturer narrative:
The adhesive patches (clear and/or white) can cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects".the user reported skin irritation caused by the clear adhesive patches. The symptoms appeared was on (B)(6) 2025. The user's hcp was aware of the event and prescribed a cream for the area, but the user didn't remember the name. As per dms, user is currently using the system with up to date information.

Event description:
On 21 june 2025,senseonics was made aware of an incident where user reported skin irritation caused by the clear adhesive patches.the symptoms appeared was on (B)(6) 2025.the user's hcp was aware of the event and prescribed a cream for the area, but the user didn't remember the name. As per dms, user is currently using the system with up to date information.